Manufacturer narrative:
The report of a damaged outer jacket could be confirmed based on the returned modular cable. Examination of the returned modular cable revealed discoloration of the polyurethane jacket. Both the controller connector and inline connector bend reliefs showed some discoloration and debris in the molded holes. The controller and inline connector pins appeared unremarkable; however, debris was also noted within the inline connector. Rescue tape and a plastic tubing had been applied to an area of the modular cable. The tape and plastic tubing were removed, and further examination of this area revealed that the polyurethane jacket had become spongy and cracked approximately 14 inches from the controller connector. Another area where the polyurethane jacket had become bunched up was noted approximately 1 inch from the proximal bend relief. The texture of the modular cable suggests that the polyurethane jacket swelled, which created an air gap between the jacket and the armor layer, leading to elongation and cracking of the jacket over time. The modular cable was connected to a cirris tester to evaluate the integrity of its wires and the cable passed without issue. The modular cable was then used with a test system and was found to function as intended, without any issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 years and 9 months. The modular cable was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement modular cable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the modular cable was discolored with thinner parts and damage to the outer layer. The modular cable was exchanged. There was no reported impact to pump function or to the patient. No additional information was provided.